Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? First firing had issues. What vessel or structure was the device fired on at the time of the event? No vessel or structure was fired on. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Clip applier wasn't working from the first clip. The surgeon likes to load a clip first and fire it to make sure it is working. Was the device fired after this incident in or out of the patient? Out of patient. What were the indications for surgery? Unknown what was found? Unknown. Does the patient have any relevant history of surgical treatments?unknown if so, what? Did somebody other than the primary surgeon fire the instrument? No. If so, whom? Did the surgeon try to pull the trigger from the handle? Unknown is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? Through the trocar. Was there any tissue damage? No damage to patient the analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. The jaws open and closed as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not feed" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No functional testing could be performed due to the returned condition of the device. No conclusion could be reached as to what may have caused the events reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j91a9a. Expiration date: 05/2017. Manufacturing date: 06/2012.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not fire on the first fire outside the patient, the second fire worked fine outside the patient, the third fire only came out part way and locked shut, fourth completely locked down. There were no patient consequences. Case completed with another device of the same product code.